Event description:
It was reported that the arctic sun device was not cooling, and an alarm was received but did not know what it was. The target temperature was 37 c, patient temperature was 37.7 c, water temperature was 31.6 c. The trend indicator showed neutral. The flow rate was 2.3 l/min. Mss had nurse to check diagnostics and it showed alert 113 (reduced water temperature control) noted with device not cooling. The t4 (chiller temperature) was 5.9 c. Mss explained to nurse that the device needed to be tagged and sent to biomed. The nurse stated that they would try to locate another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an outlet water temperature regulation error due to a failed mixing pump. The target temperature was 37 c, patient temperature was 37.7 c, water temperature was 31.6 c. The trend indicator showed neutral. The flow rate was 2.3 l/min. Mss had nurse to check diagnostics and it showed alert 113 (reduced water temperature control) noted with device not cooling. The t4 (chiller temperature) was 5.9 c. Mss explained to nurse that the device needed to be tagged and sent to biomed. Nurse stated that they would try to locate another device. Per wo-00058921, biomed has device and will be ordering a replacement mixing pump to fix the cooling issue. A 2000-hour preventive maintenance was recommended, and part numbers/prices were provided. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.

Event description:
It was reported that the arctic sun device was not cooling, and an alarm was received but did not know what it was. The target temperature was 37 c, patient temperature was 37.7 c, water temperature was 31.6 c. The trend indicator showed neutral. The flow rate was 2.3 l/min. Mss had nurse to check diagnostics and it showed alert 113 (reduced water temperature control) noted with device not cooling. The t4 (chiller temperature) was 5.9 c. Mss explained to nurse that the device needed to be tagged and sent to biomed. The nurse stated that they would try to locate another device.